Event description:
Technician alleged that the ground resistance is out of range on the bed. No pt impact.

Manufacturer narrative:
The technician replaced the power cord plug head to resolve the issue.